Event description:
Subsequent to the initial MDR, clarification was provided on 02/13/2026. It was clarified that on (B)(6) 2026, at approximately 2:00 am, the patient awoke to a ¿low¿ alert from his cgm device. He experienced symptoms consistent with hypoglycemia, including shakiness, weakness, and disorientation. Without confirming his bg level via fingerstick, the patient self-treated with cranberry juice. At approximately 1:00 pm, an estimated 8-10 hours after the initial alert, the cgm continued to display persistent ¿low¿ readings accompanied by repeated alerts. During this time, the patient developed additional symptoms: dry mouth, thirst, increased urination, blurry vision, headache, and continued shakiness and weakness (though disorientation had resolved). Despite these evolving symptoms, no bg test was performed. The patient elected to drive himself to the emergency room due to suspected hyperglycemia. Upon arrival at the ER, staff were unable to obtain a bg reading via fingerstick. His glucose level was later confirmed through blood work at 55 mmol/l, while the cgm continued to display ¿low.¿ the patient received treatment with IV fluids and IV insulin. Blood ketone testing indicated a ¿high¿ level initially, which returned to normal following insulin therapy. The patient remained in the ER for five hours of observation and was discharged at 6:00 pm, reporting improvement. His bg at discharge was 18 mmol/l and trending downward. At the time of this report, the patient was stable and feeling well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid when checked in the ER. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, at approximately 2:00 a.m., the patient awoke to a low cgm reading and reported feeling shaky, weak, and disoriented. No fingerstick blood glucose measurement was taken. The patient self-treated with cranberry juice. Approximately 8-10 hours later, around 1:00 p.m., and without any further glucose monitoring, the patient developed a dry mouth, thirst, increased urination, blurry vision, headache, and continued to feel shaky and weak, although no longer disoriented. Again, no fingerstick measurement was obtained. The patient drove herself to the hospital. At the hospital, an initial fingerstick blood glucose test was attempted but no value could be obtained, prompting lab testing. Laboratory results showed a blood glucose level of 55.0 mmol/l. No cgm reading was documented at that time. The patient was treated with intravenous insulin and fluids. Ketones were high on arrival but returned to normal following treatment. No additional treatment was reported. The patient was discharged after approximately 5 hours, with a documented blood glucose of 18.0 mmol/l at discharge. At the time of the report, the patient was described as stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.